Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the values to calculate a bolus were incorrectly entered into the pump and customer received too much insulin. When the carbohydrate value was being entered, the contact inadvertently tapped the insulin units box and contact entered 8 units of insulin instead of the carbohydrate value. Parent observed error prior to any impact to customer. On another occasion, a school personnel entered 9 units of insulin versus 9 grams of carbohydrates and customer experienced low blood glucose (value not provided). Customer consumed a "significant amount of carbohydrates" to address low bg which caused customer to vomit and experience a prolonged hypoglycemic episode. Customer did not eat properly for 2 days and felt unwell. Hypoglycemic treatment continued. No additional information regarding customer was provided.